Manufacturer narrative:
The reported event of damage during ipg was not confirmed. As received, extension lead was complete and had no anomaly. It also passed electrical testing. No root cause identified for the reported event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31290. It was reported during a procedure (see manufacturer reference number 1627487-2020-30550 and 1627487-2020-30551) the physician unintentionally cut one of the extensions. The extensions were explanted and replaced to address the issue.